Event description:
The distributor reported to heartsine that samaritan pad (defibrillator) and pad-pak (battery and defibrillation electrodes cartridge) lot no 130 was used on a pt. It was reported that the electrodes were applied to the pt's chest, but the pad repeatedly asked the responder to apply electrodes to the pt's bare chest. The distributor forwarded the pad device and new and used pad-pak to heartsine for evaluation. Specifics about the pt (age, sex etc) were not provided.

Manufacturer narrative:
The returned device was evaluated and found to perform according to specifications. The recorded memory of the reported event showed that the electrodes were not attached to the pt. Further contact with the reporter has been attempted with no response. The returned pad and 2 pad-paks were all fully functional, no further action is necessary.